Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found stuck plunger clamp eject pins in the problem area of the pipetter assembly. The fse replaced plunger clamps and lld springs. The instrument was inspected, tested without further problem, and returned to service.